Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was off the bus. A field service engineer attempted to resolve remotely by working with pharmacy but was unsuccessful. Found matrix drawer 1 was off the bus and partially unplugged. Powered station down, secured the connection, and powered station back on. Performed final test and posted results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 had failed to open. The customer tried to reboot the drawer, but issue wasn¿t resolved. The customer stated that they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported due to this event.